Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd alaris extension sets were clogged. The following information was provided by the initial reporter: when priming lipids through tubing and filter they would prime up until the filter itself, but would not go all the way through the filter.

Event description:
It was reported that 10 bd alaris extension sets were clogged. The following information was provided by the initial reporter: when priming lipids through tubing and filter they would prime up until the filter itself, but would not go all the way through the filter.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 03-mar-2022. H6: investigation summary one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Set was attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The sample was unable to be primed. Filters can become clogged due to the size of the lipid globules. A device history record review for model 10012866 lot number 21119751 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.